Event description:
It was reported that during cleaning after the successful completion of a procedure that the threads on the angle nut of the universal handpiece were broken off. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the tip breaking on the handpiece was confirmed. A broken angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was non repairable; therefore, no parts were replaced, and the device was returned to the customer.

Event description:
It was reported that during cleaning after the successful completion of a procedure that the threads on the angle nut of the universal handpiece were broken off. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.